Event description:
It was reported an angioplasty and stent placement of an obtuse marginal branch of a native circumflex coronary artery was performed. The pt's anatomy was heavily calcified and highly tortuous. The procedure had previously been attempted two months prior, however, was unsuccessful due to an inability to cross the lesion. Another MFR's balloon and guidewire were used during this procedure. Following dilatation, a dissection was noted. An attempt to pass a nir stent over the existing guidewire was unsuccessful. The wire was exchanged for this platinum plus guidewire. Extreme difficulty was encountered trying to pass the nir stent over the guidewire. Extreme force and significant manipulation resulted in the tip of the platinum plus guidewire detaching in the circumflex coronary artery. An attempt to retrieve the detached tip was made for approximately 45 minutes. The pt coded, CPR was administered, however was unsuccessful. No further details are available regarding this event. This device has not been returned for eval. Therefore, no failure analysis is available. Co's followup indicated extreme force and significant manipulation applied to this guidewire. It was also indicated the pt's anatomy was heavily calcified and highly tortuous. Co believes user technique/and pt anatomy contributed to the guidewire tip detaching. However, since co was unable to obtain further details from the hosp, co cannot determine the exact cause for the pt's demise. Directions for use state: "warning: all guidewire tip movement in the vessel should be observed under fluoroscopy. Never manipulate a guidewire if resistance is felt or improper tip movement is observed without first determining the cause. Failure to exercise proper caution may result in damage to the guidewire, catheter or vessel."